Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 41 unused samples were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe was attached to eat of the smartsites to observe if there is a fluid path while the piston is in the activated position. All samples showed a fluid path while the piston was in the activated position. Samples were attached to a 10 ml bd syringe filled with blue dye water. All samples were successfully flushed with water. The customer complaint that when the extension set was connected to a saline syringe, it was unable to flush through the connection after several attempts could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e lot number 20125923 was performed. The search showed that a total of 24003 units in 1 lot number was built on 11dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 42 smallbore 6 inch ext vlv sets were blocked/occluded and could not be flushed. This complaint was created to capture the 6th of 8 related incidents. The following information was provided by the initial reporter: "when extension set connected to saline syringe, unable to flush through connection with several attempts.